Manufacturer narrative:
No components removed or replaced.

Event description:
On 12/11/95 an aus device was implanted. On 7/11/96 the balloon was revised. On 6/19/97 a tandem cuff was implanted, reason but indicated. Add'l info received 8/18/97 indicates "continued incontinence despite upgrade to 71-80 reservoir."